Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: yellow particles in the surface the device, deformation and cloudiness/voids in the gel observed after autoclave disinfection process. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Additionally, healthcare professional reported and confirmed baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, and exchange device remains implanted.